Event description:
Customer reported the insulin pump was stuck in the rewind message. Customer stated she was priming and did see drops at the end of the infusion set and selected yes and device prompts to rewind. Device kept alarming due to low reservoir alarm. Customer was assisted with clearing alarm. Customer reported the drive support cap was protruded. Customer's blood glucose was unknown. The device had the drive support cap pushed out and was continuously alerting to rewind the device. Customer does not recall blood glucose level. Customer did push in the drive support cap back in while being disconnected. Customer was advised to discontinue use and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a detached end cap. The low reservoir alarm could not be verified due to the detached end cap. The insulin pump was also received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Failure analysis information has been updated, this information was not included with the initial medwatch report. The updated information has been provided with this report. Unable to verify the low reservoir alarm feature due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.